Event description:
It was reported that during an implant procedure the stylet would not advance through the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. No stylet was returned; there fore, the condition of the stylet is unknown. A fresh stylet was used to perform the test. The stylet fully inserted into the lead without issue.